Event description:
It was reported that during kit inspection it was discovered that the comb was deformed. No harm or delay were reported. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record determined the comb was deformed. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.